Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced sensor glucose vs. Blood glucose, unexpected suspend [low sg], harm reported with no reported allegation of a device malfunction. The customer reported blood glucose value of 200 mg/dl. The customer reported hyperglycemia, hypoglycemia treated with insulin pump (subcutaneous insulin infusion), glucose/carb intake. Document type of diabetes: type 1. The event involved product(s) mmt-7040a, mmt-1884, mmt-242a, mmt-332a. Troubleshooting was performed. The insulin delivery suspended due to sensor glucose and blood glucose difference. The customer was reporting a discrepancy between sensor glucose value of 50 mg/dl vs blood glucose value of 90 mg/dl. The sensor glucose vs blood glucose difference was not within range. Customer was using the auto mode/smartguard feature at the time of the event. Explained sensor may have no longer been responding to glucose changes. Customer has been using the insulin pump system within 48 hours of reported high blood glucose event. No further patient complications were reported. Mmt-7040a was requested and customer response was the device will be returned. No product return is required for mmt-1884. No product return is required for mmt-242a. No product return is required for mmt-332a.